Event description:
Anesthesia, post-op, went to pts room to remove an epidural catheter. During the removal of the catheter, the line broke, leaving the internal portion of the catheter still in the pt. The pt is scheduled to return to surgery for the removal of the internal portion of the catheter tonight. The original epidural catheter package was discarded in 2005 during the surgical procedure. According to the anesthesia tech in surgery, she had recently ordered a new batch of catheters. She stated that this pts catheter should have been from this new supply. The lot number supplied in this report is from the group of catheters she has in her inventory.